Event description:
This notification was opened for review for information received that a simplygo device exhibited a low oxygen concentration alarm when operating in continuous mode 2 setting (66-75%) which was confirmed. It was also confirmed that the connection between the inlet filter and the inlet hose was melted and clogged. The device requires an inlet filter replacement. Replaced parts: sieve canister kit and inlet filter kit. The unit passed simplygo final test and balancing procedure test and simplygo pulse flow measurements. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.